Event description:
Customer reported the system is making arcing sounds. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cables. System operates as intended. (B) (4).